Manufacturer narrative:
(B)(4). The opt842 interface is used to deliver humidified oxygen to patients. The opt842 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The complaint nasal interface is en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that patient pulled on and damaged his opt842 nasal cannula, causing his oxygen saturation levels to drop. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Although the customer had reported that the complaint cannula was an opt842 (size small) the cannula that was returned for this complaint was an opt846, which is the same cannula but the large size, not the small. Method: the returned opt846 nasal cannula was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Result: visual inspection revealed damage to the tubing. The tubing had been pulled and torn where it joins the cannula manifold. And the grip was pulled partly off the proximal connector. A lot check was not performed as a lot number was not provided. Conclusion: the cannula would not have passed testing on the production line in a damaged condition. From the nature of the damage it appears likely that it was caused by the patient or caregiver pulling on the tube. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of the user instructions which accompany the optiflow cannula contain the following warning: do not crush or stretch tube.

Event description:
A hospital in (B)(6) reported that patient pulled on and damaged his opt842 nasal cannula, causing his oxygen saturation levels to drop. No further patient consequence was reported.